Manufacturer narrative:
Although the generator was not returned for analysis, product analysis confirmed damage to the hex tip of the shaft most likely due to user error by incomplete insertion into the setscrew socket. No death or serious injury resulted as a result of this event.

Event description:
It was reported by the distributor that during an initial implant surgery, a torque wrench did not click when tightening the screw in the implanted generator. Another torque wrench was used to tighten the screw, but no troubleshooting was reported to have occurred. No accessory pack was used to try and troubleshoot the event. The torque wrench was received by the manufacturer on (B)(6) 2012 for product analysis. Examination revealed damage to the hex tip of the shaft. The torque wrench damage was most likely due to the torque wrench tip not fully inserted into the hex head of the setscrew. However, based on the identified damaged on the hex head may confirm this to be a contributing factor to the reported event. All required dimensions were found to be within tolerance, as was the torque setting when the shaft was properly used.